Event description:
The customer reported that while the unit was in use on a pt, the battery charge light was lit intermittently and the unit failed to run on battery power for more than several minutes. The pt was switched to another unit and therapy was continued. No pt injury was reported.